Event description:
It was reported that customer was taken off of insulin pump therapy by healthcare professional. Customer states that his blood glucose is normally between 300 mg/dl and 400 mg/dl. Customer states that his blood glucose dropped very quickly at night to around 90 mg/dl and was advised to go to the hospital. Customer was hospitalized on (B)(6) 2014 and was hospitalized for three weeks. Customer states he had a heart attack. Healthcare professional removed him from insulin therapy and will be discussing if he will go back on insulin therapy or not. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.